Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels, value was not provided. Customer adjusted settings to address low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.